Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in a plastic bag. The pp-connector was successfully connected to a smart stich device and the adaption performed as intended. During the functional evaluation both needles could be extracted by using a smart stich device because the pp-connector is a single use device. The complaint was not verified as the reported connection error could not be confirmed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that connector didn't fire when the handpiece was used. A new connector was opened and it worked fine.